Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment, inferior vena cava (ivc) perforation, device unable to be retrieved and pain post implant. The indication for the filter placement and procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. With the limited information provide the report of retrieval difficulty could not be further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Due to the nature of the complaint the reported pain could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, embedment, inferior vena cava (ivc) perforation, device unable to be retrieved and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, embedment, inferior vena cava (ivc) perforation, device unable to be retrieved and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was noted to have a preoperative diagnosis of degenerative disc disease, scheduled for knee surgery and was at high risk for pulmonary embolus (pe). The patient underwent a percutaneous transfemoral placement of a trapease inferior vena cava filter. Using an angiogram needle the femoral vein was entered and good backflow was obtained. A specially designed 6f sheath was then advanced and positioned in the right iliac vein. A venogram performed showed a normal size inferior vena cava without thrombus or occlusion. The renal veins were not visualized, therefore, the level of l2 was selected for placement of the filter. The sheath was advanced up to the l2 level, and was placed on the back of the sheath, and using a pusher it was advanced with the proximal end seen emerging through the end of the sheath. The sheath was pulled back to deploy the filter, which showed excellent position on repeat venacavogram. The patient was transferred to the recovery room upon completion. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and seven months post implantation. The patient reports ivc perforation, filter embedded in wall of the ivc, and device unable to be retrieved; although there have been no documented attempts at filter retrieval. Additionally, results from a computed tomography (CT) scan reported the trapease ivc filter is unable to be retrieved due to its embedment and perforation. The patient further asserts to have suffered from pain post implant and experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment, inferior vena cava (ivc) perforation, device unable to be retrieved and pain post implant. The patient reported becoming aware of ivc perforation and the device unable to be retrieved approximately six years and seven months post implant. The patient indicated that there were no attempts to retrieve the filter but results from a computed tomography (CT) scan reported the trapease ivc filter is unable to be retrieved due to embedment and perforation. The patient also reports pain post implant and anxiety related to the filter. According to the implant record the indication for the filter placement was a scheduled knee surgery and a high risk for pulmonary embolism. The filter was placed via the right femoral vein and deployed at the level of l2. Post- deployment venogram showed excellent position of the ivc filter. The filter placement was then followed by the scheduled knee surgery. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. With the limited information provide the report of retrieval difficulty could not be further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Due to the nature of the complaint the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.